Manufacturer narrative:
This report is being supplemented to provide a correction for g2 and additional information based on the legal manufacturer's final investigation. G2: checked 'other' to add the country united kingdom. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material present in the air/water nozzle was due to insufficient reprocessing of the device. It is likely the facility staff did not receive proper training on reprocessing and/or device handling according to instructions for use. The following information is stated in the instructions for use regarding insufficient reprocessing of the device which may have prevented the event: ¿1.4 precautions: warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.¿ the following information is stated in the instructions for use regarding cleaning of the device which may have prevented the event: ¿to prevent clogging of the air/water nozzle of the endoscope, flush water into the air channel of the endoscope, using the aw channel cleaning adapter (mh-948) after each patient procedure.¿ olympus will continue to monitor field performance for this device.

Event description:
As reported, the device was found with damage air/water nozzle and found foreign debris blockage protruding from the air/water nozzle. The issue found during inspection of device return for maintenance service with customer description "channel blocked". There is no patient involvement on this reported event. No user injury reported.

Manufacturer narrative:
The subject device was received and evaluated at rrc (regional repair center) olympus (B)(4). During initial inspection of the device, the air/water nozzle was found to be damaged and foreign debris was evident protruding from the air/water nozzle. The debris was described as white debris in the a/w nozzle and blockage appears to be a rubber type material. Service repair noted evaluation has confirmed the customer specified fault. Following findings were also noted: condition of the outlet pipe ¿ blocked. Condition of the outlet pipe - damaged. Air channel flow - failed. Water flow - failed. Water removal - failed. Water channel volume ¿ failed. Service repair noted a major repair is required to return the instrument to the OEM (original equipment manufacturer) specification due to insertion tube delamination. Service repair also noted that previous experience indicates this fault is typically a result of user handling. The damage on the air / water nozzle was a result of user handling. Investigation is ongoing. This report will be supplemented accordingly following investigation.